Event description:
It was reported that during a laparoscopic appendectomy procedure, "the stapler would not fire on the first firing. Then the staple fell out. The next one worked great." It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Incomplete cycle, spring lockout tab. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what was meant by, ¿the staple fell out?¿ when the ¿staple fell out,¿ did the cartridge fall out of the device? If yes, did it fall into the patient? If yes, was there any difficulty retrieving it? Did staples fall out of the cartridge? What was the product code of the cartridge being used (6r45b, tr45w, etc.)? The analysis showed that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The test cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.